Event description:
It was reported that during an unknown procedure, the distal tip of the device was turned up. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received on (B)(6) 2010: the surgeon opened the package and found the reload unit was turned up. It was before using.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that one cartridge was returned unfired. The reload was noted to be damaged as the reload pan was partially detached from the left side distal end. The pan was reassembled on the reload and the reload was loaded and unloaded from a test device and no anomalies were found. The cartridge was tested for functionality with a test device; and the device achieved a complete 3-stroke and fired without any difficulties noted. The device achieved a complete firing cycle, the staples formed as intended without any difficulties noted. Although no conclusion could be reached on what may have caused the pan to dislodge as the device was not received for analysis, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.